Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-nov-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown baclofen (2000 mcg/ml at 155 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported that during end of service battery replacement, they could not aspirate the catheter. There were no environmental/ex ternal/patient factors that may have led or contributed to the issue. The pigtail connector was replaced and then tried to aspirate but could not. The hcp cut down to the insertion point at the spine and cut, and the proximal end had good csf flow, so they flushed the pump segment with preservative free saline while it was disconnected from the spinal segment. Then they used the pin connector to reattach and reconnected to the new pump and could aspirate the entire catheter. It was noted the issue resolved. The patient's weight was (B)(6).